Event description:
It was reported, via a trail conducted in the us, that the accunet was used in the internal carotid artery and when the recovery catheter was put on the wire, resistance was met and then they were stuck together. Pulling with force on the wire, using kelly forceps, the accunet moved proximal towards the stent. Finally the recovery catheter was removed from the accunet wire and a new recovery catheter was used to remove the accunet. There was no stent damage and no patient effects.